Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited noise. The atrial lead noise was reproducible with shoulder movement. The right ventricular lead noise was not reproducible and there were no episodes on the device. Both leads were explanted and replaced. The patient was stable.